Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Exact date was not provided (2017). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 19.0 diopter intraocular lens (iol) was implanted in the left eye on (B)(6) 2017. Post-operatively, symptoms were significantly interfering with the patient's daily activities. The lens was explanted on (B)(6) 2017, due to unexpected post-operative refraction, visual disturbance, and blurry vision. The lens was replaced with the same diopter, but different model pcb00. Reportedly, there was an incision enlargement. The explanted lens was noted to be discarded. The patient has recovered. No additional information was provided.